Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2068407 and 2327222 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 2272156 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. X-rays were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on (B)(6) 2006, patient was implanted with a depuy pinnacle hip on his left side. On (B)(6) 2007, patient was implanted with a depuy pinnacle hip on his right side. In approximately late 2007, patient began to experience a considerable increase in the level of pain and discomfort in his right hip. On (B)(6) 2010, patient was revised on the right side. Patient is now also experiencing pain and discomfort on his left side, which will also require a revision surgery in the near future. Doi: (B)(6) 2006 - dor: unk (left side). Doi: (B)(6) 2007 - dor: 06/08/2010 (right side). Patient is a resident of (B)(6). Update rec'd (B)(6) 2014 and (B)(6) 2014 - pfs and medical records received. Part/lot was provided. Operative notes reviewed the head and liner are now being added for the left and right primary implants. The revision operative note for the right implant noted femoral loosing so the stem and sleeve are now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.